Manufacturer narrative:
Update to d9, and h3. Correction to h6; type of investigation, investigation findings, and investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The returned device underwent a visual inspection, which revealed that the balloon was torn both longitudinally and radially, and some balloon material was missing and not included with the return. Dimensional testing confirmed that all measurements of the balloon's single-wall thickness were within specification. Due to the nature of the complaint, functional testing could not be performed. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The reported event of a balloon burst was confirmed based on evaluation of the returned device. Available information suggests patient factors (calcification) likely contributed to the event as reported information indicated there was presence of intra annular calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The reported event of balloon separation was confirmed based on the evaluation of returned device. Available information suggests that procedural factors (device manipulation) likely contributed to the event. Some resistance may have been faced during the withdrawal of a burst balloon. Device manipulation could be applied to overcome the potential withdrawal difficulty leading to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in germany, during a transcatheter aortic valve replacement (tavr) procedure using a 23 mm sapien 3 ultra valve via the right transfemoral approach, the balloon on the delivery system burst during the final phase of inflation. Despite the balloon rupture, the valve was fully deployed successfully. The delivery system was removed through the esheath without complications. Upon inspection, a portion of the balloon was noted to be missing; however, there was no impact on blood flow within the femoral vessels. Follow up received indicated that the missing part of the balloon was not located in the esheath. The patient was reported to be in stable condition following the procedure. As per medical opinion, the root cause was an intra-annular calcification.